Event description:
It was reported that a small volume folfusor was found to be leaking into the light protective bag that contained the device. Upon taking a closer look, the customer noted that there appeared to be no damage to the pump itself, however, it was observed that the cap on the end of the line was a quarter-turn off of being fully screwed on. The device contained fluorouracil 4450mg in 115ml sodium chloride. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured october 28, 2021 october 29, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed fluid inside a yellow bag that contained the device which suggested a leak may have occurred. The reported condition of leak was verified; however, the reported condition of separated-loose is not clearly observed via the provided photograph and due to the nature of the returned sample no additional testing could be performed. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.